Manufacturer narrative:
Method: review of manufacturing records was performed. Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was not report of adverse patient effects due to the explant procedure. This lead was surgically abandoned.